Event description:
It was reported that the patient's ipg had depleted. Surgical intervention may be undertaken at a later date to address the issue.

Manufacturer narrative:
Exact date of event is unknown.

Manufacturer narrative:
Correction: this device meets or exceeds 75% of its expected longevity; therefore, this device is no longer considered reportable.

Event description:
Additional information indicates this device meets or exceeds 75% of its expected longevity.